Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the customer reported issue. As a precautionary measure, the se replaced the user interface (ui) printed circuit board (pcb). The unit passed extended self-testing.

Event description:
Report received that the ventilator was inoperable while in use on a patient. The patient was not harmed as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.